Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had the ipg set in to MRI mode. Reportedly, patient was unable connect to the ipg to turn off the MRI mode. Troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The fsca number is included in this report. An ipod disabled was reported to abbott. Troubleshooting was attempted but issue persisted. The patient said that they had enabled MRI mode and had an MRI previously but could not recall if they had connected to or turned off MRI mode. The patient underwent surgical intervention for a full system explant. Based on the information received, the event is consistent with the loss of the bluetooth pairing bond while in MRI mode. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information received indicates that the ipg was explanted on (B)(6) 2022 to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.

Event description:
Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) unable to exit MRI mode advisory notice issued by abbott on 22 june 2023. Fsca number is pending.